Event description:
The clinician forcefully ballooned inside the converter implant which was situated inside the main body graft in this planned uni-iliac case. There was a sudden and unexpected shallowing of the graft at the top end, followed by the balloon bursting as the clinician continued to apply more inflation pressure. A check angiogram was performed and there was an area of extravasation which suggested a tear of the infrarenal aorta. A brachial access was created and bilateral renal stents were deployed to create chimneys into the suprarenal aorta. A proximal extension piece was deployed to extend graft coverage from the infrarenal graft across the suspected tear zone, renal artery origins and into the suprarenal aorta. This was successfully completed and the pt's blood pressure stabilized. The procedure was completed without further event. Lombard medical contacted the clinician on the (B)(4) 2013 for an update regarding the status of the pt. The clinician informed lombard medical that the pt had died on (B)(6) 2013.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specs. There is no info to suggest that the device has not met the final release criteria. The instructions for use include warnings regarding ballooning of the stent graft as follows: when a balloon catheter is used, do not inflate to greater than the diameter of the aorta. Do not balloon completely outside the stent graft. Be aware that vessel rupture can occur even when the balloon is fully within the graft. There is no info to suggest an issue with the device.